Manufacturer narrative:
Strain relief. Device evaluation summary: the device was returned to apollo for analysis, and visual examination confirmed the connector type as strain relief. A visual examination was performed on the device, and noted yellow particles on the port. Scratches were observed on the port and needle marks were noted on the port septum. In order to perform testing, the strain relief was reconnected to the port tubing. A fill inspection test was performed and no blockage was observed. The tubing was also tested alone, which noted no blockage as well. Under microscopic analysis, the end of the port tubing closest to the ss connector was observed to be surgically cut; the edges were noted to be striated. The end of the port tubing opposite of the ss connector was noted to have a sharp-edge.

Manufacturer narrative:
Taper ii. The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. Based on the serial number provided, the connector type is assumed to be a taper ii. If returned, visual examination may confirm or determine another taper type associated with this event. Device labeling addresses the reported event as follows: precautions: care must be taken during band adjustment to avoid puncturing the tubing which connects the access port and band, as this will cause leakage and deflation of the inflatable section. Failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage. In order to avoid incorrect placement, the port should be placed lateral to the trocar opening and a pocket must be created for the port, so that it is placed far enough from the trocar path to avoid abrupt kinking of the tubing. Adverse events: deflation of the band may occur due to leakage from the band, the port or the connecting tubing. Warnings: patients should be advised that the lap-band ap system is a long-term implant. Explant and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction.

Event description:
Reported as: a patient with the lap-band system was reported that "the patient lost restriction. An x-ray image was taken and the surgeon's interpretation is that the tubing has separated from the access port at the port itself and that the tubing is still connected at the metal connector." The device was removed.